Event description:
It was reported, the patient fell about two months ago and her nurse was concerned at the time that the implantable neurostimulator (ins) may have shifted. An x-ray as not performed. It was also reported, the patient fell this morning down four steps on cement to the sidewalk and she was not sure if she bothered her device because could not adjust stimulation past 2.9 volts. It was noted, the patient was fine after the fall and she was feeling stimulation but she was wondering if she hurt her implant. The patient was trying to increase stimulation to see if the implant was working fine. It was noted, the patient¿s device was powered off. The patient was instructed to turn stimulation down to 0.0 volts before turning it back on. The patient then turned on her device and starting increasing stimulation, she felt stimulation at 2.4 v and continued to increase to 2.6 v. It was noted, the reported issue of the patient not being able to increase stimulation was resolved as the device was off when the patient was trying to increase stimulation. Additional information received approximately 2.5 weeks later reported the patient did not have concerns with her device or therapy.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v952322, implanted: 2012 (B)(6); product type lead. (B)(4).